Event description:
It was reported the device's power indication was not available. There was no patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the front bezel. The customer did not accept the quote at this time. The device remains at the customer site and no further evaluation is warranted at this time. The rse recommended to replace the front bezel to resolve the issue. It has been concluded that no further action is required at this time.